Event description:
The device appears to have burned and discolored connection pins. No operator injury was reported. Tech support requested the return of the suspect device and replacement product was shipped.